Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis was unable to confirm the customer reported complaint. The endowrist one vessel sealer instrument was installed on an is3000 in-house system; however, the instrument failed the self-check test due to a bent blade, preventing testing of the sealing functionality of the instrument. Review of the instrument control box (icb) logs for the returned instrument found no related system error codes that would have caused or contributed the sealing issue experienced by the site. The instrument passed electrical continuity testing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted hysterectomy procedure, the endowrist one vessel sealer instrument did not seal the patient's tissue surgical procedure. While there was no report of any patient harm, adverse outcome or injury due to the reported issue; recurrence of the reported issue could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci assisted hysterectomy procedure, the endowrist one vessel sealer instrument failed during the surgical procedure. There was no report that any fragment(s) from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the reported instrument failure. On (B)(6) 2016, intuitive surgical, inc. (Isi) received additional information from the site's or manager. According to the (B)(4) manager, the endowrist one vessel sealer instrument did not seal the patient's tissue effectively. The (B)(4) manager indicated that it is unknown if any error message or error codes were generated when the instrument failed to seal the patient's tissue, as this information was not provided to her by the surgical staff. The affected instrument was removed and a replacement endowrist one vessel sealer instrument was installed to complete the planned surgical procedure. The (B)(4) manager indicated that there was no delay in the surgical procedure due to the sealing issue. According to the (B)(4) manager, the patient involved was generally a healthy patient and there was no delay in the surgical procedure due to the reported issue and patient's care and outcome were not affected.